Event description:
The customer reported to baxter healthcare corporate product surveillance one unknown y-type blood tubing set in which leaking was detected at a bonded juncture between the tubing and spike. This occurred during administration of platelets to a patient who was being treated for leukemia. Per the report, the set was changed and the patient's treatment continued without further event. There is patient involvement; however, there is no report of patient harm or adverse event.

Manufacturer narrative:
(B)(4). Since the product code and lot number of the device involved are unknown, a 510k number cannot be provided and a batch review cannot be performed. A sample is reported to be available for evaluation. If the sample is received, or additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the sample was returned for evaluation. Visual inspection identified that the set was improperly assembled. The improper assembly created a void where the leak was observed; the reported malfunction was confirmed. The root cause was identified to be a manufacturing issue. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.